Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4), the device was returned and analyzed. No anomalies were found.

Event description:
It was reported that during an implant, the lead pins were inserting into the device port, blood and fluid was found in the right ventricular (rv) pacing/sensing port. The physician decided to remove the device and replaced with a new device. No patient complications have been reported as a result of this event.